Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male pt's lifevest was damaged and wires were exposed. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the monitor case was cracked and the high-voltage wires were pulled from the auxiliary pca board. The root cause for the damaged wires was likely the monitor impacting a hard surface. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation the electrode belt trunk connector housing was broken. The locking nut was missing and the electrode belt was unable to lock into a test monitor. The root cause for the missing locking nut and trunk connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective monitor or electrode belt. The pt received a replacement monitor and electrode belt. Device manufacture date: sn (B)(4), sn (B)(4): 09/2008.